Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of broken cannula wing tabs could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: nephrectomy event description: "the labs of the cannula are broken when surgeon squeeze them. Surgeon feel the material of this device turn to brittle. This devise was abandoned by hospital." Additional information received via email on 04feb2021 from distributor: "this device was abandoned by client and they didn¿t take any picture about it." Type of intervention: ni. Patient status: fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy event description: "the labs of the cannula are broken when surgeon squeeze them. Surgeon feel the material of this device turn to brittle. This devise was abandoned by hospital." Additional information received via email on 04feb2021 from distributor: "this device was abandoned by client and they didn¿t take any picture about it." Type of intervention: ni. Patient status: fine.